Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the versacross wire was used to go transseptal through a non - boston scientific dilator and sheath. The dilator and wire were then removed; the sheath was aspirated then input the farawave catheter and aspirated again upon insertion of the farawave. Once the farawave was exposed on the left atrium, it was noted that the patient was experiencing st segment elevation that was not present at baseline. A nitroglycerin dose was ordered and waited for a couple minutes prior to continuing. When the st segment elevation had begun to decrease, the ablation procedure was continued. The patient's ECG came back to baseline during the case, and the procedure was completed successfully. (B)(6) 2026 per gfe: it was further reported that the farawave catheter was in the left atrium with the wire out the left superior pulmonary vein. No ablation lesions had been delivered at the point the st elevation was noted. There was no known cause of the st elevation.